Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the patient had abnormal EKG changes and required CPR. Aside from these complications, the ablation was successful. The patient was transferred to recovery with no apparent issues. It is unknown if medical intervention was required. No additional details available.